Event description:
It was reported that during a follow-up in clinic, the patient¿s implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and the patient felt it. Programming adjustments were performed. The patient¿s condition was not known.